Event description:
It was reported via clinical study that patient had a total elbow arthroplasty on (B)(6), 2003. Subsequently, the patient was revised on (B)(6), 2011, due to an unknown ulnar bearing failure. The condyle kit and ulnar bearing were removed and replaced.

Manufacturer narrative:
This is a duplicate medwatch report. The event was previously reported under 1825034-2011-01048.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00367).